Manufacturer narrative:
The jaw was damaged which caused the clip to hang up in the jaw.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.